Manufacturer narrative:
(B)(4): the customer reported the device is not charging the battery, it will not hold power. There was no report of pt involvement. The device was evaluated at philips and the symptom was verified. Multiple parts were found to be defective. Replacing these parts resolved the reported issue. The device passed testing and was returned to the customer. We are unable to determine the exact cause because multiple parts were replaced to resolve the issue.

Event description:
The customer reported the device is not charging the battery, it will not hold power. There was no report of pt involvement.